Event description:
It was reported that the patient had a known short-to-shield and was supported via an ungrounded patient cable. The system monitor read flow of ¿+++¿ while the patient was standing. The patient was assisted back to bed, and flow returned to approximately 7 liters per minute (lpm). It was noted that the patient experienced power cable disconnect alarms that self-resolved. The staff continued to report intermittent power cable disconnect alarms despite the patient being securely connected to power. The account noted that the patient had previously ¿repaired¿ the external driveline by themself with electrical tape. The patient was discharged home with hospice.

Manufacturer narrative:
Section b5: previous driveline damage was reported under manufacturer report number 2916596-2020-02295. Manufacturer's investigation conclusion: review of the submitted log files confirmed silenced driveline fault alarms; based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these alarms could be indicative of an issue with the driveline. The submitted log files were reviewed and found that the pump maintained a speed at or above the low-speed limit without issue. A silenced driveline fault alarm was active throughout the log file due to a potential issue with the black wire of driveline phase 2. The report of a flow estimator high flag "+++" could not be confirmed. Atypical power cable disconnect alarms were captured; refer to the controller investigation regarding this finding. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The submitted driveline photo was reviewed and showed sections of the external driveline covered in electrical tape. Any underlying jacket damage was unable to be confirmed. It is inconclusive if there was an exacerbation of driveline damage since it was reported under manufacturer report number 2916596-2020-02295 that the patient had multiple areas on the external driveline that were taped due to tears in the outer jacket. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 ¿system monitor¿ of the IFU (under ¿pump flow¿) explains that the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.